Event description:
It was reported that there was filling difficulty with a pump refill. A volume discrepancy was reported. The expected reservoir volume (erv) was 20 ml and the actual reservoir volume (arv) was 16 ml. A ¿normal¿ refill procedure occurred the morning of (B)(6) 2014 and that evening the patient presented to the emergency unit with overdose symptoms. The pump had been filled that morning with 20 ml, however, in the evening the pump had only 16 ml. Diagnostic testing/troubleshooting was reported as the aspiration of the pump reservoir with on 16 ml in the pump. The patient was hospitalized and administered medical intervention for the treatment of the hydromorphon overdose symptoms. It was unknown if the issue was resolved or if the cause was determined. At the time of the event, the patient status was reported as alive-no injury. This device system delivered hydromorphon, bupivacain, and nacl. It was further reported that the physician shared that he was absolutely sure about the correct needle position during the whole procedure. Several security back aspirations during the fill of the medication showed a clear and not bloody liquid. Further, the patient was also somnolent but did completely recover. No tests were performed but the log file was checked and there were no messaged indicating a pump failure. The refill was performed according to the company¿s recommended procedures and a template was used during the refill. There was no explant scheduled because the patient was ¿fine.¿

Manufacturer narrative:
(B)(4).